Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event ¿for the last two weeks¿. Treatment was not reported. Action with dianeal therapy was not reported. At the time of this report, the patient remained hospitalized and the outcome was not reported. No additional information is available.